Event description:
Discordant vitamin d and prolactin results were obtained on two patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated two times on the same system. It is unknown which repeat results were reported to the physician(s) as the corrected vitamin d and prolactin results. The patient who underwent vitamin d testing, was administered vitamin d. There are no known reports of adverse health consequences due to the discordant vitamin d and prolactin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the instrument generated signal 2 errors during the time of the event. The cse determined that the customer incorrectly installed the base reagent bottle in the acid bottle system location. The acid and base reagent bottles were correctly reinstalled on the system. The cse performed system primes to remove air from the bulk reservoir and fluidic lines. The cse successfully ran controls and test runs. The cause of the discordant vitamin d and prolactin results is user error: failure to follow instructions for correct acid and base bottle placement on the system. The instrument is performing within specifications. Further evaluation of the device is not required.